Event description:
The customer states that a falsely elevated total b-hcg result was generated for one patient sample. The sample generated an initial result of >15,000 miu/ml. Upon auto-dilution the sample generated a result of 28,542.9 miu/ml which was reported and subsequently questioned by a physician as being higher than expected. The sample was retested in duplicate yielding results of 2,184.83 miu/ml and 2,088.04 miu/ml. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7k78-20 architect total b-hcg assay that has a similar product distributed in the us, list number 6c21 architect total b-hcg assay. No customer returns of patient samples or reagents were provided for investigation. Sufficient historical information on the performance of the reagent kit was available to support the performance of reagent lot in question. Results obtained demonstrated that architect total b-hcg reagent lots 81919jn00, 86913jn00 and 87902jn00 were successfully calibrated. Control and panel values obtained during final product release testing were reviewed for architect total b-hcg reagent kit, list number 7k78-20, lot number 81919jn00. The review demonstrated that all control and panel values were within specification and no adverse trends were observed. Architect total b-hcg panels and controls are serum based and are formulated to mimic a patient sample. Furthermore, a review of the performance of architect total b-hcg assay in (B)(4) for hcg was conducted to evaluate the performance of the architect total b-hcg assay in relation to its ability to reliably recover b-hcg in patient samples. A review of the results obtained for the most recent distribution indicates that the assay continues to perform acceptably. Furthermore an assessment of the customer result log files does not show any anomalies that could have led to the discrepant results obtained. A technical explanation for such a difference in the results obtained at the customer site could not be determined. The architect total b-hcg package insert adequately addresses the customer's observed issue and limitations of the assay. In conclusion, a specific reason for the customer's observation was not determined however from the investigation performed it can be concluded that the investigation demonstrated that safety, effectiveness and label claims were met for architect total b-hcg reagent kit list number 7k78-20, lot number 81919jn00. No product deficiency was identified.